Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including 5 manual monthly self-tests using dci commands, bench tests, on/off current tests using known good power source and pads without duplicating the report. Accesssories were not returned with device for evaulation. An internal inspection of the device found no discrepancies. Review of the device log found evidence that batteries installed at the time of the incident were near depletion. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.